Event description:
On 8/17/82, rptr had bilateral reconstruction of the breast using a 280 cc low profile subpectoral implant. Rptr has no further info on these implants. These were rptr's third set of implants. Two previous sets were removed due to migration and capsular contracture. In less than 4 months the right prosthesis had slipped underneath the pectoralis major muscle and was displaced inferiorly and also bulged outward where there was a weakness in the muscle with herniation of the prosthesis. On 12/13/82, rptr had further reconstruction of the right chest wall. The surgery report is not clear as to whether the old prosthesis or a new one is used. Bilateral capsule contracture and deformity within six months, tolerated for over two yrs. Rptr had a bilateral capsulotomy and bilateral replacement on 5/3/85. In the records of rptr's fifth surgery was a pathology report on "two previously ruptured, white translucent gelatinous masses." "Gross diagnosis, specimens 1 and 2, two mammary prosthesis with rupture." When rptr discussed this with her dr he replied this was not an unusual occurrence when removing implants. Having had seven sets of implants, rptr wonders what the level of silicone in her body would be if there was a test to detect the substance. In the almost 13 yrs since her first breast surgery at age 40 there has not been one day that she has been completely pain-free. The emotional scarring is equally evident. In addition to the pain and trauma of five (soon to be six) surgeries and the everyday pain and discomfort in the breast area, rptr has slowly developed other problems that she feels are directly related to these implants. These include severe muscle pain, numbness and tingling in the extremities and ever increasing joint pain and stiffness. But by far the most painful is a recurring raw feeling that can and does appear on any and all parts of her body for varying lengths of time, sometimes weeks. Rptr is currently taking orudis, a newer anti-inflammatory drug and flexeril, a muscle relaxant, which rptr has taken for several yrs with a limited amount of success. (Also see mw1001287, 1001288 and 1001290.)